Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colostomy closure procedure on (B)(6) 2018 and suture was used. The needle was broken at the tip during interrupted suturing on the dermis. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-000216249 date sent to the FDA: 08/10/2018 additional information: device evaluation summary: the actual needle was received for analysis. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined by microscope in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Representative samples of product code z509, lot mem038 were received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The needle resistance test was performed, and no issues or anomalies were noted. According to the samples conditions, no performance - breakage needle were found.